Event description:
Event occurred during a cardiac catheterization procedure. When attempting to obtain right femoral access with a 6fr terumo pinnacle sheath, the guidewire was withdrawn through the access needle and was sheared. This was recognized immediately. The end of the guidewire reportedly "unraveled and was stretched out." Staff reported the wire was not fractured. Guide wire: 0.021" / 0.53 mm nitinol. Needle: 21ga taper tip. Manufacturer response for vascular access, terumo pinnacle precision access system (per site reporter). The incident was reported to the vendor, but a response is unknown at the time of this report.